Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient had a programming session on (B)(6) 2019 and a few days after therapy changed for no reason. The consumer noticed that it would change and when they checked the settings it was at 0 or some other value. This had happened about 3-4 times last week. The patient experienced pain because the stimulation settings changed. During the call, the technical services agent had the manufacturer representative turn adaptive stimulation off and the patient would try to use the device to see if the therapy changes were still occurring. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported having repeated issues with their controller freezing up and screen going black as well as the touch screen not being responsive. Presently the screen appears to be frozen on the unlock screen, 17. When patient presses the padlock icon the screen is not responsive. Patient reported they are in pain and wanting to increase intensity but not able to do so. Lithium battery was reported that it was coming apart. When patient pressed the controller power button but screen remained unresponsive. Patient was advised to remove and reinsert controller battery, they reset the controller and was successful. Patient confirmed they were able to make adjustments to desired therapy. The patient also reported that they thought settings going down to zero unexpectedly and having pain was due to having exposure to industrial welding machines as they come into c ontact with it at work. Patient reported they come into contact with a magnetic bearing heater.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the ins was reprogrammed on 2019-mar-13. The patient reported satisfactory stimulation pattern. The event was resolved. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(4) product type programmer, patient. Product ID 97745bp lot# nlh027572n product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the representative was having an issue was adaptive stimulation on (B)(6) 2019. The therapy changes were not expected per the programming change made on (B)(6) 2019 and the cause of the therapy changes was unknown. No further complications reported.